Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The finished goods lot specific to this event is not known; therefore, lot history and DHR (device history record) review was not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, a root cause cannot be determined. Manufacturing procedure requires the machine operator to inspect bags for issue with the seal, tape, or punch holes, irregularities, etc every 10 minutes or 36 drain bags/hour. (B)(4).

Event description:
A surgeon reported that there was leakage from the drain bag during a procedure. After the pack was exchanged, the case was able to be completed without impact to the pt.